Manufacturer narrative:
Concomitant medical product: dtba1d1 ICD, implanted: (B)(6) 2015.

Event description:
It was reported that the right atrial (ra) lead integrity alert (lia) triggered due to high impedance. During pocket manipulation, on-physiologic noise was observed. The lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.